Event description:
Rep reports that doctor performed a hammertoe procedure on (B)(6) 2019. After prepping the joint and preparing for the implant, doctor placed the crosstietm implant first into the proximal phalanx. Rep says that he did not like his placed position of the implant and decided to remove it and attempt to replace it. When removing the crosstietm, rep says that doctor admits that he put too much downward force on the implant causing it to break into 2 pieces.

Manufacturer narrative:
The following internal, crossroads lot history records of the following sterile implants/instruments, and individual parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records. Description part number lot number crosstietm implant kit 3.0mm x 3.0mm x 0deg with universal inserter - sterile packed 1443-3301 101932 crosstietm peek implant 3.0mm proximal od x 3.0mm distal od, 0 deg - component 100004 101891 instrument, crosstietm universal inserter, assembly - component 121220 101566